Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced main cpu board to correct complaint. Per sb 15f8-03, performed software upgrade to the latest versions. Per sb 15f8-05, replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that every time the shaver was activated via two different pumps using the same footswitch, the fms vue pump system device would automatically restart. The procedure was completed with a third pump. The sales rep confirmed a 15 minute delay. The shoulder procedure was finished with another like device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.